Event description:
Event as reported: leaked at filter where the tubing connects to the distal side of filter. No patient injury occurred as a result of this complaint.

Manufacturer narrative:
Product has been received and is being evaluated. Results of investigation will be made available once completed. No clinical injury to patient.